Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced whole tube push off non-patient end of needle. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated "the domestic blood collection tube with bd yellow head cap tube used has serious tube push off phenomenon during blood collection. 70%-80% of the blood collection tube will have tube push off phenomenon, which will cause work. Inconvenience to work."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/13/2020. H.6. Investigation: bd received 3 samples from the customer for investigation. The samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed that would lead to a tube to push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced whole tube push off non-patient end of needle. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated 'the domestic blood collection tube with bd yellow head cap tube used has serious tube push off phenomenon during blood collection. 70%-80% of the blood collection tube will have tube push off phenomenon, which will cause work. Inconvenience to work."